Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. The rods will be returned. Sponsor assessment: possible related to the post supp fix system. Right l4-5 pedicle screws and rod were removed and replaced during surgery. Additionally, 2.1 mg infuse was placed over the decorticated surfaces during the procedure.

Event description:
Sponsor assessment: causal related to supplemental fixation system. Site assessment for additional surgery: causal relationship with l4-5 tlif study procedure.

Manufacturer narrative:
B5: additional information updated. G1: manufacturer's details updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient with clinical ID (B)(6) and study ID (B)(6). It was reported that the patient fell while doing yard work on (B)(6) 2023 and did not seek any medical attention/treatment afterwards. The patient visited the office for their routine 1-year follow-up appointment and mentioned mild discomfort/mild low back pain in their lower back after a fall in july. CT and xray imaging revealed right l4-5 rod fracture. The patient elected to have the rod replaced surgically on (B)(6) 2024. Onset date (B)(6) 2023 primary diagnosis: stenosis severity of ae: moderate site related assessment : not related to capstone peek spinal system implant, tlif grafting material or procedure. But possible related to posterior supplemental fixation system. (B)(6) 2023: updated lsh received sponsor assessment: causal related to the post supp fix system (B)(6) 2023: updated lsh received sponsor assessment: probable related to the post supp fix system additional information received. Procedure involved was on (B)(6) 2022, tlif, treatment level l4-l5; minimally invasive. Rod replacement surgery is planned on (B)(6) 2023.